Event description:
The event occurred in china. It was reported that the closing assy is damaged on the rotaflow console causing the sensor to malfunction and prevent the device from pre-filling and operating normally. It was noticed during priming. The nurse immediately contacted maintenance personnel. The nurse followed the instructions by the manufacturer's engineer over the phone and secured the closing assy with a compression bandage. The device was used for patient treatment as the customer had no other replacement device. The device operated normally and no harm to any person has been reported. Due to the potential risk for harm for the patient a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the closing assy is damaged on the rotaflow console causing the sensor to malfunction and prevent the device from pre-filling and operating normally. It was noticed during priming. The nurse immediately contacted maintenance personnel. The nurse followed the instructions by the manufacturer's engineer over the phone and secured the closing assy with a compression bandage. The device was used for patient treatment as the customer had no other replacement device. The device operated normally and no harm to any person has been reported. Due to the potential risk for harm for the patient a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on (B)(6) 2025 the closing assy has been replaced by a third-party company. The reported failure "closing assy broken" was already investigated in a similar complaint by the life cycle engineering (lce). Most probable root causes could be determined: too excessive force - weakening due to aging. Uv light (sun) or contact with chemicals. Based in the information available at this time the reported failure could be confirmed. A review of non-conformities was performed on (B)(6) 2025 and during the time from (B)(6) 2020 to (B)(6) 2025 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on (B)(6) 2020. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. Chapter 2.2.4 always keep the rotaflow emergency drive at the ready for stop-gap manual operation in the event of pump drive failure. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians' may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market. It is a significantly similar device to rotaflow drive which is sold in the USA under premarket submission number (B)(4). For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow drive with catalog number 701022161.